Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The patient's blood glucose level was at 255 mg/dl. The customer stated that the sensor glucose was off as well. The customer was advised to wait an hour and try to re calibrate the device again. The customer was sent new sensors. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. One of two sensors failed due to low readings. The second sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.